Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and afx suprarenal aortic (proximal) extension. Approximately three (3) years post initial procedure, the patient presented with aneurysm enlargement (diameter unknown) and an endoleak (at indeterminate origin). The physician elected to treat the patient by open conversion and explanting the afx devices, then replacing with a y-shaped (non-endologix) graft. Procedure was completed with no further incident. Updated information: the reported type endoleak of indeterminate origin (type v) was identified to be a type 2 endoleak from the lumbar arteries and inferior mesentery artery. This type 2 endoleak is a non- device related failure therefore a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received a one (1) afx2 bifurcated stent graft and one (1) suprarenal stent graft for evaluation. The devices were shipped in a biohazard returned container. Blood and tissue residue were present upon receipt. The devices were decontaminated. A visual analysis was performed. The afx2 bifurcated stent graft was visual inspected. The integrity of the graft appears to be intact with no visible defects. The suprarenal stent graft was visual inspected. The crown of the stent graft was return separated from the body of the stent graft. It was reported that this damage was caused during the explant procedure. The rest of the graft appears to be intact with no visible defects. Endologix was unable to identify any defects with the returned stent grafts a clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the report indeterminate endoleak (type v) was identified as a type ii endoleak (non- device failure) from the lumbar arteries and inferior mesentery artery. The sac growth and explant of the afx2 implants were confirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for type 2 endoleak is anatomy related and the causation for the sac growth with explant is related to the type 2 endoleak. There was no known device failure observed. The final patient status was reported being stable post the open repair procedure. As there was no known device failure observed this case is no longer a reportable event. Please review from your complaint system. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The devices involved in this event will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and afx suprarenal aortic (proximal) extension. Approximately three (3) years post initial procedure, the patient presented with aneurysm enlargement (diameter unknown) and an endoleak (at indeterminate origin). The physician elected to treat the patient by open conversion and explanting the afx devices, then replacing with a y-shaped (non-endologix) graft. Procedure was completed with no further incident.